Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (1755 mcg/day) intrathecal therapy via an implanted pump. The lot number was ds0082n04 ((B)(4)). The pump's indication for use (IFU) was listed as intractable spasticity and cva (stroke) das system. The patient's medical history and concomitant medications were unknown. The patient went to the emergency room (ER) with withdrawal symptoms. The patient¿s low battery reset alarm was occurring and was confirmed by telemetry. The pump logs were checked and safe state occurred on (B)(6) 2016. Oral (po) baclofen and cyproheptidine was given to the patient to address their symptoms. The pump would likely be replaced tomorrow as the surgeon had been notified. Product would be returned to the manufacturer. Additional information was requested for pertinent medical history, troubleshooting performed related to the low battery reset and safe state, if the cause was determined, and if a pump replacement procedure was scheduled or performed. A supplemental report will be provided as additional information becomes available. Additional information was received from a healthcare provider (hcp) indicated the patient¿s pertinent medical history included hemiparesis as late effect of cva, spasticity, tension headache, central obstructive sleep apnea, depressive disorder. The patient had allergies to codeine, morphine, and vicodin. It was noted telemetry was performed and attempted to start the pump by entering a dose and updating the pump via telemetry, which failed. The cause of the low battery reset and safe state was not determined. Pump replacement was performed on (B)(6) 2016 and the old pump was to be returned to the manufacturer. The pump logs provided examined on (B)(6) 2016 (last change (B)(6) 2016) revealed the pump was in minimum rate mode and delivering a daily dose of baclofen at 12.3 mcg/day. The logs showed the low battery reset occurred on (B)(6) 2016 at 01:08 and the pump was in safe state.

Manufacturer narrative:
Analysis of the 8637-40 found miscellaneous low battery reset, undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a company representative. The company representative covered the case at the hospital. There was a sudden loss of therapy. No patient injury occurred. Rotor and dye studies were not performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.